Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant attempt, the leadless implantable pulse generator (ipg) device exhibited a pacing and sensing problem. The device was placed in seven different locations, but the thresholds and detection was unacceptable. The device and delivery system were removed and replaced. No patient complications have been reported as a result of this event.